Event description:
A discordant insulin-like growth factor binding protein 3 (igfbp-3) patient result was obtained on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned the result. The customer did not provide patient data and the correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant igfbp-3 result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported a discordant insulin-like growth factor binding protein 3 (igfbp-3) result. A siemens customer service engineer (cse) was dispatched to the customer's site and performed a total service check. The cse also recalibrated the probe positions at the reagent carousel. Twenty repetitions of quality control (qc) material were run and qc recovered acceptably. The cause of the discordant igfbp3 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2022-00021 on 16-jun-2022. Additional information (01-jul-2022): siemens further investigated the discordant insulin-like growth factor binding protein-3 (igfbp-3) result. The initial report states the siemens customer service engineer (cse) recalibrated the reagent probe positions at the reagent carousel. The recalibration was performed because of a misalignment of the reagent probe positions. The issue was resolved with the recalibration. Siemens concludes the probable cause of the discordant igfbp-3 result was the misalignment of the reagent probe positions. The component code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.